Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke at an occupied screw hole during a false movement of the patient while walking. The exact motion could not be confirmed, but was reported as being lunge-like. A revision procedure took place on april 8, 2015 during which the broken nail was removed and a new nail was implanted. The distal piece of the broken nail could not be removed and remains in the patient. The procedure was prolonged by approximately two (2) hours. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Patient age is reported as being (B)(6). Event date: unknown. Additional product codes for this report include hwc. Date of original implant procedure is unknown. The pfna nail was not fully explanted during the revision procedure on (B)(6) 2015. Fragments remain in the patient. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: may 3, 2013 - expiry date: april 1, 2023. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: updated information: 2nd surgery and anesthesia. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 11. May 15: clarification - the revision surgery was not prolonged about 2 hours, the revision surgery took 2 hours. Patient harm was a 2nd surgery and anesthesia.

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the returned proximal femoral nail antirotation (pfna) nail broke through the distal locking hole. Based on the topography of the fracture surface, it is likely that the implant was subjected to low, alternating bending loads (two-sided). Constantly alternating load cycles (during walking) over a longer period of time led to the fatigue of the material, then to a first crack, and finally to the overload respective to the fatigue fracture of the pfna. The nail could not resist the applied force, which ultimately led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. No evidence of material or manufacturing defects was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.